Manufacturer narrative:
Product ID: d314drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that the atrial lead had chronic high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.